Event description:
Customer reported a button error alarm. Customer's blood glucose was 190 mg/dl. Customer stated he had fallen into the water prior to the alarm occurring. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly per visual inspection.